Event description:
The indication of the procedure was reported to be for the variceal bleed. It was reported to boston scientific corporation that a speedband superview super 7 was used during an emergency banding procedure to treat a variceal bleed performed on an unknown date. During the procedure, following the deployment of four bands, one of the bands jumped over and got stuck, preventing the rest of the bands from being deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 5/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.